Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (49 mg/dl). Customer stated they believe low bg levels are due to the pump settings. Customer drank orange juice to bring bg levels back to target range. Recommendation was made to discuss diabetes management with customer's health care professional.